Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. It was also noted that the ra lead exhibited loss of capture. Surgical intervention was taken to explant the pacemaker and cap the leads. A new system was successfully implanted. No additional adverse patient effects were reported.